Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refw4363 showed five other similar product complaint(s) from this lot number.

Event description:
It was reported powerpicc solo inserted 220118, at the health care center the had a leakage/hole in the catheter during care and maintenance. The damage/leakage is located below the fastening/wings where the catheter enter into the wings.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Initial medwatch report was submitted, upon further review it was found that this medwatch report 3006260740-2022-01872 is a duplicate file and has been voided. The original event was submitted on medwatch report 3006260740-2022-01870.

Event description:
It was reported powerpicc solo inserted 220118, at the health care center the had a leakeage/hole in the cathether during care and maintance. The damage/leakage is located below the fastening/wings where the catheter enter into the wings.